Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the difficulty removing the lock line (physical resistance/sticking) appears to be the result of the knot (material deformation), a cause for how the knot formed could not be determined. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced into the left atrium. The angle of approach was significantly limited. Consequently, an attempt was made to remove the clip from the anatomy. Resistance was encountered during removal of lockline, but the clip was successfully extracted. Post-removal, the clip failed the establish final arm angle (efaa) test twice at the back table as the clip was opening. The clip was replaced with another device to complete the procedure. The replacement mitraclip was successfully implanted at the anterior and posterior leaflet (a2p2). During the deployment sequence of second mitraclip, difficulty was encountered while removing the lock line due to multiple knots and entanglement. Cutting the line facilitated disentanglement and successful removal of the lock line. The clip was deployed successfully. A third mitraclip was deployed without any issues lateral to the second clip. Post-procedure, mr was reduced to grade 1. There was no clinically significant delay or adverse patient effects.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced into the left atrium. The angle of approach was significantly limited. Consequently, an attempt was made to remove the clip from the anatomy. Resistance was encountered during removal, but the clip was successfully extracted. Post-removal, the clip failed the establish final arm angle (efaa) test twice at the back table as the clip was opening. The clip was replaced with another device to complete the procedure. The replacement mitraclip was successfully implanted at the anterior and posterior leaflet (a2p2). During the deployment sequence of second mitraclip, difficulty was encountered while removing the lock line due to multiple knots and entanglement. Cutting the line facilitated disentanglement and successful removal of the lock line. The clip was deployed successfully. A third mitraclip was deployed without any issues lateral to the second clip. Post-procedure, mr was reduced to grade 1. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.